Event description:
Per the audiologist's report, this patient fell and hasn't been able to hear with her cochlear implant since the incident. The clinic has been unable to establish a connection with the implant. The patient would like to be reimplanted. However, an explantation / reimplantation surgery has not been scheduled.

Manufacturer narrative:
This type of event is addressed in the device labeling code.